Event description:
It was reported that the customer was hospitalized on (B)(6) /2014 due to high blood glucose levels. However, the customer been off the insulin pump for a month prior to the hospitalization. The customer's blood glucose at the time of the call was 83 mg/dl. The customer expressed vomiting, being in and out of consciousness and passing out as symptoms of her high blood glucose levels. Troubleshooting was done. Customer stated that she saw air bubbles in the tubing of her infusion set. Customer did not complete troubleshooting because she did not believe anything was wrong with her insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.